Manufacturer narrative:
The scope was not returned for evaluation. The exact cause of the reported event cannot be determined. However on (B)(6) 2019, the distributor's technical services visited the customer¿s site and inspected the scope. At that time all the tests indicated the equipment was functioning correctly and had no sharp edges that could cause any type of injury.

Event description:
The service center was informed that during an unspecified study procedure, the patient¿s colon was injured. The intended procedure was completed. The patient¿s course of treatment is unknown.